Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with physician's meter. Results as follows: date: (B)(6) 2011, inratio: 3.9, physician's meter: 2.8. Pt's therapeutic range: 2.0-3.0 inr. Pt also reported inratio results of 3.5, 3.9 and 4.4 within the past couple days.